Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated lot number provided for reporting. Updated DHR: device history lot part # 03.130.010. Synthes lot # h410232. Supplier lot # na. Release to warehouse date: 01 dec 2017. Manufactured by synthes (B)(4). No ncr's were generated during production. Device history batch null. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Visual inspection: visual inspection of the returned device performed at customer quality confirmed the condition of a twisted tip, which agrees with the reported complaint condition. The distal star drive tip is significantly twisted in the direction of resistance encountered during screw insertion. Functional test: the screw(s) from the event were not returned therefore the reported condition of not retaining screws was not able to be replicated. However the twisted tip would contribute to the reported complaint condition. DHR review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Document/specification review: no product design issues or discrepancies were observed during this investigation. Dimensional inspection: an accurate measurement of the twisted tip diameter could not be achieved because of the post manufacturing damage (twist). Conclusion: a definitive root cause for the tip twisting could not be determined based on the provided information. Twisting of the distal tip would occur if the screwdriver shaft were to experience excessive torque. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history: part # 03.130.010, synthes lot # h643462, supplier lot # na, release to warehouse date: (B)(6) 2018, manufactured by synthes (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tip of the stardrive screwdriver shaft was twisted and not retaining screws. It is unknown when the issue happened. It is unknown if there was patient involvement. Concomitant medical products reported: unknown screws (part#unknown, lot#unknown, quantity, unknown). This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h11: b4: the alert date originally reported was (B)(6) 2019, it should be (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update(B)(6) 2019: on (B)(6) 2019, the sales consultant confirmed that it was (B)(6) 2018 when the issue of a malfunction was discovered. It was also the same day that he was made aware of the malfunction of the star-driver screwdriver shift self retaining. No more additional info available

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: updated event information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated investigation summary background: it was reported that on unknown date, the tip of stardrive screwdriver shaft was twisted and not retaining screws. It is unknown when the issue happened. It is unknown if there was patient involvement. Us customer quality investigation flows: damage: visual (appearance not as expected) & device interaction / functional. Can the complaint be replicated with the returned device(s)? Unable to perform. Does received condition agree with the complaint description? Yes. DHR review: no ncr's were generated during production. Document/specification review: design drawing was reviewed during this investigation. The screwdriver shaft self-holding (part# 03.130.010) is a reusable trauma instrument in the variable angle locking hand system where it is utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 stardrive recesses. Dimensional inspection: the shaft diameter just proximal to the stardrive tip measured is within specification per design drawing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.